Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d)exhibited vt/vf episodes during a routine interrogation. Review of the stored electrograms associated with the episodes demonstrated noisy signals on the ventricular sensing channel, as well as pacing inhibition. Syncope associated with the pacing inhibition was not reported. A guidant technical services (ts) consultant reviewed the stored electrograms, which show probable diaphragmatic oversensing. Ts discussed sensitivity adjustments which could correct the oversensing.